Event description:
Flight for life -ffl- was transporting a (B) (6) female with chronic renal failure -on dialysis- who was diagnosed with chf and having an acute lateral wall mi. She was on CPAP at 60%/+10 as we departed the referring hosp. In flight, the pt progressively dropped her oxygen saturations despite having the fio2 increased to 100% and the peep maxed out at +15. The ambu bag and the o2 hose were separated. This product was in two pieces, the thought was it had come disconnected from the bag but upon examination, the hose was broken off the bag with no possible way of reconnecting it. Then went to pull out our only other manual resuscitation bag which is a child sized -500cc- ambu bag. Also found the exact same problem existed with this set up as the o2 hose was broken off in the exact same manner.